Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. Programming changes were made. Patient was stable throughout.